Manufacturer narrative:
The customer was provided a quote for evaluation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device delivered the incorrect energy level during testing. In this state the device may not be able to deliver adequate defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device delivered the incorrect energy level during testing. In this state the device may not be able to deliver adequate defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer decided to not move forward with stryker's quoted repair. Therefore, root cause was not established as the device was not received for repair. Device remains with the customer.